Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and returned; the glass cap is fractured proximal to the uv glue zone; the glass cap exhibits severe devitrification and severe detritus adhesion; the heat shrink tubing is melted at the location of fracture; distal part of heat shrink tubing is detached and returned. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber damaged at tip" @ 200,147joules and 45 minutes of use. The fiber tip (cap) was cleaned during the procedure. The case was completed with a "turp". Patient outcome: "no injury."